Manufacturer narrative:
(B)(4). Medical devices: 2.75x18mm and 2.25x28mm xience prime stents. Cilostazol, ticagrelor. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect of angina, stenosis, and myocardial infarction are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effect(s) of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other 2.75x18mm xience prime stent is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a 2.75x18mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion, a 2.5x38mm xience prime stent was successfully implanted in the mid lad, and a 2.25x28mm xience prime stent was successfully implanted in the distal lad. On (B)(6) 2014, the patient expressed experiencing chest pain for over a year, aggravated for 15 days. On (B)(6) 2014, the patient was hospitalized for this chest pain and an mi was diagnosed. Stenosis was noted and another revascularization was performed placing additional stents at the proximal and mid lad, and lm as treatment. The event resolved. No additional information was provided regarding this issue.